Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was noted for fast ventricular rate. While examining the ECG it appeared to be caused by noise on the ventricular lead and was confirmed after further review. The noise was not reproduced. It was discussed to monitor the lead, as there was no way to program around the noise. There were no adverse health consequences to the patient.